Manufacturer narrative:
Weight: (B)(6). It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
(B)(6). It was reported that following a cryoablation procedure with a polarx balloon catheter, an intellanav mifi xp catheter and a polarsheath, the patient experienced precordial pleuritic chest pain (cp), dysphagia, odynophagia. The patient began experiencing chest pain, painful/difficult swallowing after ablation procedure. He notified his cardiologist who diagnosed and prescribed medication. The physician ordered computed tomography (CT) and was prescribed a 15 day course of colchicine 0.6 mg tablet twice daily and protonix 40 mg twice daily for one month. They referred the patient to gastroenterology (gi) for further evaluation. A computed tomography (CT) report showed no intraluminal air around the esophagus and no inflammation. The physician noted that based on the patient's symptoms, they obtained a CT angiogram of the left atrium to rule out atrial esophageal fistula or mediastinitis. The images were reviewed with a radiologist in detail. There were no significant abnormalities on the CT suggestive of any of the adverse events. There was a small pleural effusion, otherwise the study was unchanged from the preoperative study. The patient was generally feeling well. The patient did have a dyspepsia problem and takes pepcid ad on a daily basis. The patient had chosen not to follow up with gi. The event remains ongoing. The suspected cause was unknown. The outcome of the event was ongoing. The devices are not expected to be returned for analysis.

Manufacturer narrative:
A.4. Weight: 206.5 lbs. The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
Clinical study frozen af py004 . It was reported that following a cryoablation procedure with a polarx balloon catheter, an intellanav mifi xp catheter and a polarsheath, the patient experienced precordial pleuritic chest pain (cp), dysphagia, odynophagia. The patient began experiencing chest pain, painful/difficult swallowing after ablation procedure. He notified his cardiologist who diagnosed and prescribed medication. The physician ordered computed tomography (CT) and was prescribed a 15 day course of colchicine 0.6 mg tablet twice daily and protonix 40 mg twice daily for one month. They referred the patient to gastroenterology (gi) for further evaluation. A computed tomography (CT) report showed no intraluminal air around the esophagus and no inflammation. The physician noted that based on the patient's symptoms, they obtained a CT angiogram of the left atrium to rule out atrial esophageal fistula or mediastinitis. The images were reviewed with a radiologist in detail. There were no significant abnormalities on the CT suggestive of any of the adverse events. There was a small pleural effusion, otherwise the study was unchanged from the preoperative study. The patient was generally feeling well. The patient did have a dyspepsia problem and takes pepcid ad on a daily basis. The patient had chosen not to follow up with gi. The event remains ongoing. The suspected cause was unknown. The outcome of the event was ongoing. The devices are not expected to be returned for analysis. It was further reported that the event resolved with sequelae on (B)(6) 2021.